Event description:
The technician alleged the brake casters would not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and brake steer casters to resolve the issue.